Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
(B)(6). The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: rupture.

Event description:
Device has been explanted.

Event description:
Healthcare professional later reported "silicone axillary lymphadenopathy", "extracapsular rupture", "many foamy histiocytes infiltration with 1) foreign body reaction and fibrosis 2) fat necrosis."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photographic device evaluation: visual analysis of the photographs identified; an opening, white and red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.